Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer experienced an elevated blood glucose (bg) level of 565 mg/dl and moderate ketones. A manual injection was administered to address the bg levels. A system check was performed and the pump performed as intended. No damage was noted to the cannula. The customer reported manual injections would be used for insulin therapy.